Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73k1600535 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events. The facility has communicated that the device is not available for evaluation. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time because the sample is not available it is not possible to determine the source of the defect reported. The root cause is unknown. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The staples open half way. The patient's condition was reported as fine.